Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.9, lab: 4.1. Lab and meter testing: 5 days apart.

Manufacturer narrative:
Investigation pending.